Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus (B)(4) was informed from the user that the image of the subject device intermitted or turned to the black during the preparation before the unspecified diagnostic procedure. The user changed the device to a non-olympus device and completed the procedure. There was no patient injury associated with this report. It was not provided the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the followings; - the observation monitor may not be turned on. - the endoscope or camera head may not be connected correctly. - the scope cable may not be connected correctly. - monitor cable connection may not be appropriate. - the output setting of the observation monitor may not be appropriate. - the various setting screens may be displayed. - the color bar image may be displayed. - brightness settings on observational monitors may not be appropriate. - the synchronization signal setting of the observation monitor may be inappropriate. - it is possible that a foreign object (chemical residue, water cerumen, sebum contamination, dust, gauze, etc.) Had been attached to the electrical contact point of the video connectors. If additional information becomes available, this report will be supplemented.